Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, date of event estimated as (B)(6) 2024. B6: relevant test/laboratory data estimated as (B)(6) 2024. D4: primary UDI number - the UDI is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment that this was a vessel closure of an unknown calcified vessel using the pre-close technique with a proglide device prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide was not effective due to calcification. The suture of one new proglide device was successfully pre-placed. The tavi procedure was completed. Hemostasis was successful with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A production record review for this product was not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.